Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer declined to provide the reason for low bg and declined any troubleshooting. Customer consumed carbohydrates to address bg. Customer continued to use current pump for insulin therapy.